Manufacturer narrative:
1. DHR review lot 3052736 1 this batch of products were assembled at intima ii auto line 4 in april 2023, and packaged at r240 package line and cfs package line in april 2023. Work order quantity was (B)(6) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received, and the specific site of the leakage and the abnormal state of the indwelling needle cannot be identified. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. Conclusion no abnormality is found on process and retained sample. As the abnormal state of the complained sample cannot be identified, the root cause of the leakage cannot be determined. The plant will continue to follow up the complaint.

Event description:
No additional information provided.

Event description:
It was reported the bd intima-ii y 24gax0.75in prn/ec slm leaked. The patient was admitted to the hospital for surgery on (B)(6) 2024. Due to acute appendicitis, and after the surgery, the nurse followed the doctor's instructions to give the patient an indwelling closed intravenous needle, and when using it to give the patient an infusion, there was a leakage of fluids, which was immediately replaced with an indwelling needle, and the patient was reintroduced to intravenous puncture and infusion. After the replacement, the infusion was normal and did not cause any harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.